Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that luer lock adapter (male portion) of an unspecified quantity of interlink system non-dehp t-connector extension sets were misshapen (damaged) which prevented the connection to the catheter hubs. This was noticed while connecting the sets during intravenous placement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.